Event description:
The patient, who had been initially been described as in cardiac arrest, converted to a shockable rhythm, while en-route to the hospital. Reportedly, the device failed to recognize the defibrillation cable was attached and could not be used to administer therapy to the patient. An AED device was immediately obtained and used to deliver two shocks prior to arrival at the hospital. Patient outcome was not reported. There was no report of adverse affect to the patient as a result of the reported failure.